Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile, expired device, not using antibiotics, the patient having pre-existing conditions, the patient engaging in strenuous activities, and the patient touching the wound have been ruled out as potential causes. The implanting clinician stated that the cause of the wound/scab was unknown. However, the questionnaire shows that the patient was not in compliance with the IFU by wearing the antenna directly on the skin, which may have contributed to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the wound/scab is user error-patient for wearing the antenna on bare skin.

Event description:
The patient is reporting a wound close to the incision site where the antenna has been placed. The wound is not open, and the implanting clinician decided not to take cultures. However, the patient was prescribed antibiotics. No further issues have been reported.